Event description:
I have been without the use of my freestyle navigator made by abbott diabetes care since (B) (6) 2010. The replacement has been on backorder. I am a type 1 diabetic with complications from diabetes. My blood sugar drops low very fast without warning. I got the navigator because of that. I was having bad lows prior to getting the navigator and my insurance company agreed to my having it because of my severe lows. The navigator has alarms to warn you when your blood sugar drops low. During the brief period I was able to use it, I was not having lows at the frequency, I was not having lows to the extremes that I had been. Since my freestyle navigator is no longer working and abbott diabetes care has not replaced it in a timely matter, I have been having a lot of bad lows. On the night of (B) (6) 2001, I had a very bad low. My blood sugar went down to 13. I live alone and could have died because of that. If the FDA had forced abbott to take action earlier, I would not have suffered the severe low that I did. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: type 1 diabetes. Hypo-unawareness.